Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a CT brain with contrast, the white lumen was accessed appropriately (aspirating and flushing prior to connection of contrast), but when radiographer attempted to start contrast injection, contrast was not able to be administered. The PICC line was checked for kinks, etc, and no issue was identified. The pink lumen was then accessed and then it became aware that contrast and blood was leaking from the catheter below the level of the hub. The PICC was secured, team was notified and the PICC was removed on the ward. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and three relevant findings were identified: a non-conformance initiated for lot 13p21f0249 in regard to resin not according to specification. A non-conformance was initiated for lot 13c21g1741 in regard to extension line leak during use. A non-conformance was initiated for lots 13c21f0241 and 13c21f0240 in regard to extension line leak during use. Without the sample, it cannot be determined if the failure mode of this complaint matches the non-conformances identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during a CT brain with contrast, the white lumen was accessed appropriately (aspirating and flushing prior to connection of contrast), but when radiographer attempted to start contrast injection, contrast was not able to be administered. The PICC line was checked for kinks, etc, and no issue was identified. The pink lumen was then accessed and then it became aware that contrast and blood was leaking from the catheter below the level of the hub. The PICC was secured, team was notified and the PICC was removed on the ward. No patient harm reported. The patient's condition is reported as fine.